Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd insyte¿ autoguard¿ shielded IV catheter was found with foreign matter on ¿the connection of the catheter adapter part.¿ there is no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one sample from the customer for evaluation. Upon examination, matter was observed on the catheter tubing. The material was determined to be non-foreign and was identified as the plastic used in the needle cover. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of foreign matter. A definite root cause could not be determined for this incident, as the unit returned was opened and the needle cover had been removed. Lot analysis device/batch history record review: yes. -DHR review was performed on the lot number 7031961. The lot number was built on (B)(4), from february 18, 2017 thru february 21, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received one unused iag 20ga unit in an opened package from the lot number 7031961. Visual/microscopic examination: fm was observed on the catheter tubing 1/8 inch above the nose of the adapter. The fm which would be classed has non foreign has the characteristic of plastic which is used in the needle cover. Observed similar non foreign material on the needle cover. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed (non-foreign) on the shaft of the catheter tubing. Conclusions: the defect fm; as stated as the reported code was confirmed with the returned unit. The fm (non-foreign) was observed was possible plastic from the needle cover. Conclusion: root cause relationship of device to the reported incident: indeterminate comment: a definite root cause could not be established; there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. The unit was returned in an opened packaged. The needle cover had been removed from the unit. Corrections and CAPA corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.